Manufacturer narrative:
A device history record review on the batch in question found that the device met all material and functional specifications. The device was not available for analysis so a definite root cause for this event can not be established. However, the potential cause of this complaint is unusually high friction between the stabilizer, microcatheter, and/or stent in the system. Identified possible causes that could be applicable in this case are excessive tortuosity in the region of the loaded stent, resulting in higher deployment force or excessive tortuosity proximal to the stent, reducing the efficiency of force transmission from the stabilizer to the stent. The high friction could have caused the user to apply excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching and eventual breakage of the microcatheter as was reported in this case. Excessive user force likely accounts for the damage reported to have occurred.

Event description:
During deployment of the stent in the left internal carotid artery, the microdelivery catheter was reported to break. An angiogram taken after the removal of the stent and delivery system did not reveal "any evidence of complication, no ruptured vessels or missing branches to suggest embolic phenomenon." Another stent was placed across the neck of the lesion and the procedure was successfully completed. "The patient had an uneventful overnight recovery and was discharged home the following day."